Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received low power alerts and the pump shut off within the hour. Subsequently, despite charging the pump for over an hour, the pump was noted to be unresponsive and was unable to be turned on. The customer's blood glucose level was 220 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. Issue identified: 120.